Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis itec preloaded monofocal intraocular lens (model pcb00, +17.5 diopter) was explanted from the patient¿s eye in a secondary surgical procedure. Reportedly, a pcb00 lens +10.0 diopter was implanted as a replacement. The patient was reported doing ok. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 9/28/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope and it was observed cut in two pieces and with scratches. This condition could be related to explant procedure. There¿s no complaint against the lens. No product quality deficiency was identified. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).